Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the insufflation valve of the instrument was broken. It was reported that the device broke, the balloon did not inflate easily, and the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if device was mishandled during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when surgeon tried to put 20ml air into the port, a crack noise was heard and noticed a split at the port. Balloon would no longer inflate when air was pushed in. There was no patient injury.